Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a damage on the insulin pump. The customer's blood glucose level was unknown at time of incident. It was reported that the scratch on display. The customer stated that the cannot read the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional¿s recommendation. The customer was advised that the pump needs to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, self test and passed the delivery accuracy test. No missing segment and partial display anomaly during test. The insulin pump received with minor scratched lcd window noted.